Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with minimal degradation. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the "attach laser fiber" message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was lumenis 100 watt. According to the complainant, during the procedure and inside the patient, the aiming beam went out and laser energy stopped firing. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within connector.